Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the battery was at the elective replacement indicator (eri) voltage level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.

Event description:
It was reported that the patient's device tripped the elective replacement indicator (eri). The pacemaker was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that excessive battery discharge was observed on the pacemaker. A high current drain was observed and device replacement was recommended. The physician chose to monitor the patient remotely and wait until the elective replacement indicator (eri) was observed. There were no patient consequences.